Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the right atrial lead exhibited high pacing impedance. Lead damage was suspected. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and lead damage were not confirmed. Analysis was normal. No anomalies were found.